Event description:
A report was received that the patient felt a pop in the back when was doing some stretches. X-ray was taken and showed fraying of the wire. Partial lead fracture was suspected. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action will be taken. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient felt a pop in the back when was doing some stretches. X-ray was taken and showed fraying of the wire. Partial lead fracture was suspected. The patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient felt a pop in the back when was doing some stretches. X-ray was taken and showed fraying of the wire. Partial lead fracture was suspected. The patient will undergo a lead replacement procedure.